Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device passed the test cut; however, the calibration was not in specification. The device was calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4), once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the mesher was not ratcheting properly. The carrier plate got stuck in the mesher. When using the handle, the forward motion is ratcheting and the backward motion is moving the ratio blade. There is no patient impact and no delay was reported. Due diligence is complete and no additional information is available